Manufacturer narrative:
Initial reporter full name: (B)(6). Additional reporter: (B)(6), ccl rn. Event site full name: (B)(6) hospital . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already transduced the inner lumen prior to calling. They reported the "plug" that the orange cable goes into seemed loose. There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02989.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).